Event description:
The valve was explanted due to one of the commissure posts detaching from the aortic wall. It was initially thought the valve could be repaired; however, it was replaced with a medtronic stented bioprosthesis. The valve will be sent to the hosp's pathology department first, then it will be returned to sjm for analysis.